Event description:
Two 16mm amplatzer vascular plugs (avp) were successfully implanted in a vessel branching off the superior vena cava connecting to the portal vein. The vessel's diameter was 9mm. The next day it was found that the proximal avp had embolized to the pulmonary artery. The avp was percutaneously removed that day and the distal avp remains implanted. The patient was reported to be recovering well.

Manufacturer narrative:
Sjm could not evaluate the product involved in this event since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The results of this investigation are inconclusive because the product was not returned for analysis. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The cause for the reported event remains unknown.